Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening curved on diaphragm valve, wear abrasion and creases flat leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge, crack opening on diaphragm valve, white particles in the shell and observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.